Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was attempted but could not be completed. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing the entirely of the medication. They stated that there was approximately 30 mls left in the infusion bag when the infusion completed. They also stated that the pump did not alarm and "go through all the steps according to the programming". Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects. No additional information was provided. [Complaint- (B)(4)].